Event description:
During arrest w defib pads only attached, monitor charged to 200 but would not shock pt when buttons pushed. Zero success. Upon 2nd attempt, monitoring function through pads worked fine. Fire dept AED used as substitute without delay.